Manufacturer narrative:
The product was returned for evaluation. The lens was torn/split (possibly cut) into two pieces. One portion had a scrape mark-rejectable. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Not enough info was provided to complete a phr review. Additional info was requested 03/07/08 by phone and fax. A completed questionnaire has not been rec'd.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt was able to see horizontal lines in the lens while reading. The surgeon also observed a scratch on the lens. The lens was explanted. Additional information, including patient status, has been requested.